Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to duplicate the customer's reported issue during testing and evaluation. The service technician replaced the power board to address the reported issue and returned the defective power board to carefusion for failure analysis. Failure analysis: carefusion was able to verify the reported issue. During the initial bench testing, the golden testing ventilator would not start up on the external ac power source or the internal battery power sources. Visual inspection and investigation found the power board's fuse had over heated and blown. This caused the ventilator to not function on both power sources and not recognize the external power.

Event description:
It was reported to carefusion that the unit would not run on external power. While in service, it was discovered that a component in the unit had overheated. There was no patient involvement associated with this complaint.